Manufacturer narrative:
The inserter was returned for evaluation. Visual inspection found a small amount of dried solution visible in the delivery device loading deck and in the tip. The blue silicone cushion on the end of the plunger rod is protruding from the tip. The tip of the device is enlarged and bulging due to the silicone cushion. The tip is also bent. Functional testing cannot be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the current information a definitive root cause of the reported event could not be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
Additional information: another lens of the same model implanted. Sutures were used. Reportedly, the patient is healing well.

Event description:
It was reported that the trailing haptic was trapped between the blue plunger and the cartridge tip of the inserter, thus it could not be fully delivered into the eye. The surgeon had to widen the incision, cut the lens from the injector and remove the lens from the eye. Reference MDR# 1313525-2015-01505 for the inserter involved in the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.